Manufacturer narrative:
The lead remains implanted. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported a call from clinician that mentioned a lead fracture. Patient scheduled to follow up. Wanted to know if dangerous. Boston scientific technical services (ts) explained causes and post effects, also explained revision procedure. Referred to physician. There is no further information related to this event. Remains in service. No adverse patient effects were reported.